Event description:
Device returned to MFR by facility clinical engineer reporting "suspected failure" and "the origin and symptoms of the failure are unknown." Hcp reported that pt experienced increased spasms of the upper and lower extremities at the time of the event. The event was not life threatening and the pt is ok now after replacement of the pump.